Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The dose and concentration were unknown. On (B)(6) 2020 it was reported that the patient¿s pump used to be lower in her stomach, but now it was higher and had moved way up toward her rib cage. Per the patient, it had been a long time since she noticed that the pump had moved higher. She stated that it had been in the last couple of years. On (B)(6) 2020 she was having laparoscopic surgery for a hiatal hernia that was not related to her infusion system devices or therapy and the hcp (healthcare professional) was doing an exploratory to see if she had any other hernias. She stated that the hcp would have to go around the pump somehow and avoid clipping the catheter. No infusion system related symptoms were reported. No further complications have been reported as a result of this event.